Event description:
It was reported that the pump off alarm was determined to have been caused by an intentional pump stop, not esd.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Furthermore, review of the submitted log files confirmed an intentional pump stop event; however, a specific cause for this event could not be conclusively determined. The submitted controller event log file contained events from (B)(6) 2025 ¿ (B)(6) 2025. Data from the reported event date of 11-apr-2025 was reviewed. The file captured an intentional pump stop event at 13:56:56 with associated low flow hazard and left ventricular assist device (lvad) off alarms. The pump stop event lasted approximately 2 seconds, following which, the pump resumed normal operation. The pump appeared to function as intended at the stored patient speed prior to and immediately following the intentional pump stop event. Additional information communicated by the account revealed that the cause of the intentional pump stop was unknown. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. The system monitor section of the IFU states that the pump stop button can be used to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1 then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a pump off alarm that occurred yesterday and there was concern for static discharge. Log files were submitted for review. The event log captured an electrostatic discharge pump reset on (B)(6) @13:56 while using the power module. The pump was off for approximately 4 seconds during this reset. Also noted a lone low flow event on (B)(6) @1403 and another low flow event (B)(6) @0505. Additional information provided that the pump reset happened during an esophagogastroduodenoscopy (egd) procedure. When the pump stopped, they were inserting a gastrointestinal pill camera. The egd was performed due to suspected gastrointestinal (gi) bleeding.